Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced an infection at the scs ipg site. Reportedly, the ipg site was drained off fluid and patient was given IV antibiotics via a PICC line.

Event description:
Additional information identified that infection at ipg site was treated and issue was resolved.